Event description:
It was reported that the procedure was to treat a lesion located in the distal left circumflex artery that was restenosed and heavily calcified. The 3.25x15 mm voyager was delivered and the balloon ruptured at 8 atmospheres. The voyager balloon catheter was exchanged for a balloon catheter for additional post dilatation and the procedure was completed successfully. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was stated that there was resistance during use of the voyager nc; however, it is unknown if the resistance was during advancement or retraction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.